Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, there was only slight blood flow coming from the marker lumen when the device was positioned in the vessel. Despite the reduced blood flow, the suture was deployed. When removing the device it was found that the knot was loose and was unable to be used to achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: do not deploy the foot in the artery unless brisk pulsatile flow of blood(¿mark¿) is evident from the marker lumen. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1: account added. Distributor address provided previously.